Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The lesion being treated was in a tortuous left anterior descending (lad) artery. The physician predilated the lesion with a 2.5 mm x 15 mm maverick balloon. The physician then successfully deployed the taxus express2 8.8% 3.0 mm x 20 mm in the mid portion of the vessel at 14 atms for 47 seconds. After deflating the balloon, the physician met some resistance when removing the balloon from the stent. The balloon was able to be removed, but it was more difficult than normal. The physician then noticed distal disease in the lad and successfully deployed a taxus express2 8.8% 3.0 mm x 28 mm at 14 atms for 46 seconds. The physician deflated the balloon but was unable to remove it. The physician reinflated and deflated the balloon, went to negative on the inflation device. The physician then pulled back on the balloon catheter, which caused the guide catheter to deep seat into the left main artery and the balloon released. There were no pt complications.